Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. There was no patient injury.

Manufacturer narrative:
The end user restarted the unit and the issue did not recur. A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Block a: no report of patient involvement. D4 primary UDI number: this device was not manufactured for sale in the USA and therefore a USA UDI is not available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.